Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. The rep reported the recharging issues had seemed to be resolved. The patient received a recharging belt, and it had helped in the positioning. Their battery looked like it was placed well, just a little high on their back for them to reach comfortably with their hand alone. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the stim ins battery had reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient implanted with a neurostimulator. It was reported that a recharging waist belt may not have been included with the patient's recharger (insr) kit, since the patient did not have it and had not been aware of one. The caller stated the patient had significant issues recharging due to the implantable neurostimulator (ins) positioning being higher and having to hold it in place without a belt. A belt was sent to the patient. No symptoms or further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.